Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two unspecified mentor saline breast prostheses. Post-operatively, the patient suffered bilateral breast implant leakages. As a result, the patient underwent bilateral breast implant removal in (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).